Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the supplies had been changed prior to calling tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed. The customer's blood glucose level was 157 mg/dl. Reportedly, the customer will continue using the pump for continued insulin therapy.